Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. A revision procedure was performed and twisting of the rv lead was observed, suspected to be due to the device rotating within the pocket. The rv lead was capped and replaced. The patient was in stable condition.